Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and observed that the controller was defective and the bearings and motor were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device control unit was not functioning and defective. It was noted in the service order that the handpiece got warm during use, the controller was defective and the bearings and motor were worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.